Event description:
The patient was revised because of osteolysis, wear and loosening at the bone/cement interface, the cement was competitors.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however, nothing unusual or excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after approximately 10 years in-vivo. A complaint database search finds no other reported incidents against the provided product and lot code, since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.